Event description:
Additional information received reported that during the surgery the healthcare professional (hcp) had been unable to aspirate from the pump side port. The patient¿s drug concentration at replacement was ongoing but the dose was decreased with the new pump. The new dose was decreased to 144mcg/day baclofen; 1.2mg/day morphine, and 12mcg/day clonidine. On (B)(6) 2015, the dose was increased to 158mcg/day baclofen; 1.3mg/day morphine, and 13.16mcg/day clonidine. The patient recovered without permanent impairment and was currently at a rehabilitation hospital.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type catheter; product ID neu_unknown_cath, serial # unknown, product type catheter.

Manufacturer narrative:
(B)(4). Analysis of the catheter body found c450. There was dark residue that was causing an occlusion in the dispensing holes that was related to the reported event. Analysis of the pump found no significant anomaly. The pump was in eri (elective replacement indicator) due to time progression. Analysis of the unknown catheter sc connector found no significant anomaly. There was a non-significant indent in the seal that did not affect infusion.

Event description:
It was reported that a patient¿s baclofen/pain pump was replaced for end of service (eos) and catheter replacement. The pump dose was ¿quite a bit higher¿ and there had been little to no therapeutic effect per the patient. It was ¿assumed that the patient was not getting intrathecal therapy,¿ and they didn¿t ¿know if the drug was subcutaneous or where it was being delivered.¿ catheter occlusion was suspected. At pump replacement, there was no cerebrospinal fluid (csf) flow from the side port and no flow after detachment of the pump or after disconnecting from the sutureless pin connector. Aspiration was attempted at all these points. The healthcare professional (hcp) went to the spinal incision and cut the pump segment distal to the anchor, proximal to the pump and still had no csf flow. A new catheter was implanted with the tip at t10. The previous spinal segment was left in initially to see if any free flow occurred but it did not. The hcp attempted to tie off the previous segment to prevent csf leak, but while tying and manipulating the segment, there appeared to be some csf flow and then the segment dislodged and was in the hcp¿s hands. The pump was returned for analysis. The pump was used to infuse baclofen (compounded), morphine, and clonidine. No outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.